Event description:
The pt called lifescan in 07/2005 and alleged that their meter read inaccurately high. Medical affairs spoke to the pt on 08/2005 and obtained/verified the following information. Approx 2 and 1/2 weeks ago, the pt reported that their meter was showing results of "hi", which is any result over 600 mg/dl. The pt stated that at the time of the results they were very thirsty and was hyperventilating. They were taken to the hosp and the hosp meter results was over 600 mg/dl. A lab test was performed, but the pt does not know the lab result. They were diagnosed with ketoacidosis and was admitted. They does not know what kind of treatment they received. The pt stated that they received "lo" results another time unrelated to the high blood glucose readings. It appears that the control solution range was 93-134 and the pt performed two control solution test with results of 141 and 145, which fall outside of the range. This complaint is being reported as a malfunction because the two control solution test failed. There is no evidence of the meter contributing to the serious injury. The pt was obtaining high blood glucose results, which were confirmed at the hosp and they were treated for hyperglycemcia (that resulted in ketoacidosis). A replacement meter and testing supplies have been sent to the pt.